Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient representative reported rupture diagnosed by MRI, "pain in the left breast " and "serious damage to health and impairment". This record relates to the leftside. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative later reported capsular contracture, baker grade unknown and "anxiety for alcl." Device has been explanted.